Manufacturer narrative:
The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The pump user guide states: check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred when the fill estimate dropped below 100 units of insulin. Reportedly, the customer used fiasp insulin and used an off labeled luer connection. Tandem technical support (cts) educated the customer on approved labeled insulin and luer connections. Customer¿s blood glucose (bg) level was over 500 mg/dl. Customer addressed bg level with manual injections. At the time of the report with cts customer¿s bg level was 330 mg/dl.